Event description:
It was reported that during a prostatectomy procedure, the device would cut, but stapled partially. A second device was used and had the same issue. A third like device was used to end the procedure with no issues. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.